Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold and white particles inside the device . Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior and opening striated in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening on posterior assessed to a fold flaw opening and a striated edge opening on posterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported left side deflation. Device has been explanted.